Event description:
Material: unknown batch#: unknown. It was reported by the customer that reported issue recently with lipid bag backflowing tpn bag (lipid y-ed in) on bd lvp channel. Verbatim: rcc received a complaint via email. Email(s) attached. We have reported issue recently with lipid bag backflowing into tpn bag (lipid y-ed in) on bd lvp channel. There is no adverse event associated with the backflow. May see this issue if height of bag is incorrect. I am told in this case infusion was setup correctly. Items from this event were saved (pump /tubing). If bags were set at the appropriate heights, I am unsure really how to evaluate. Would you be free to discuss issue briefly sometime tomorrow.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: unknown. Batch#: unknown. It was reported by the customer that reported issue recently with lipid bag backflowing tpn bag (lipid y-ed in) on bd lvp channel. Verbatim: rcc received a complaint via email. We have reported issue recently with lipid bag backflowing into tpn bag (lipid y-ed in) on bd lvp channel. There is no adverse event associated with the backflow. May see this issue if height of bag is incorrect. I am told in this case infusion was setup correctly. Items from this event were saved (pump /tubing). If bags were set at the appropriate heights, I am unsure really how to evaluate. Would you be free to discuss issue briefly sometime tomorrow.